Event description:
It was reported by the rep that the device was used during a laparoscopic a-lift. It was reported the trocar was used for the camera. There were no sharp devices inserted through this port. A non-bladed obturator was used to insert this port. There was no consequence to the pt.